Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter the needle retraction failed, did not function. The following information was provided by the initial reporter: "bd insyte autoguard bc 20g cath lot 3068163. Autoretract did not function during IV stick on this patient IV needle removed. No harm to patient. No sharps injury. Significant potential risk of harm for malfunctioning needles."

Manufacturer narrative:
E.1. Initial reporter unknown nj is used a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter the needle retraction failed, did not function. The following information was provided by the initial reporter: "bd insyte autoguard bc 20g cath lot 3068163. Autoretract did not function during IV stick on this patient IV needle removed. No harm to patient. No sharps injury. Significant potential risk of harm for malfunctioning needles."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.